Event description:
It was reported that a revision surgery was performed to revise the insert on (B)(6) 2020 due to pain. Primary surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily damaged from wear, insertion and extraction. The device was manufactured in 2015. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation could not be rendered. The root cause of the reported pain could not be assessed and the patient impact beyond the reported pain and insert revision approximately 4.5 years post implantation could not be determined. Should any additional clinical information be provided this complaint may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents was conducted. Pain is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.